Event description:
A pps screw tulip separation reportedly occurred in the post-operative setting. Initial surgery occurred on (B)(6) 2011 and consisted of an l4-s1 tlif procedure; f/u on (B)(6) noted in the tulip had separated. Revision surgery was performed on (B)(6) 2011 at the left-side l5 vertebral body that included replacement of the affected tulip, shank and lock screw.

Manufacturer narrative:
The device was evaluated and the failure mode appears to be consistent with prior reports. Identification of the root cause(s) for this failure mode are pending; assembly technique is believed to play a role in the probability of occurrence. Internal communication reiterating proper assembly technique has been completed. Product labeling indicates " ... Potential risks identified with the use of this device sys, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A f/u report will be filed when new relevant info is available.